Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo revealed that the va lockscr ø2.4 self-tap l16 tan was broken between the head and the shaft. Both fragments are shown on the pictures. No other defect was found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the va lockscr ø2.4 self-tap l16 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Part:04.210.116s. Lot:9l57330. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date:05 jul 2022. Expiration date: 01 jul 2032. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.210.116. Non-sterile lot # 767p182. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date:19 apr 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hwc. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent orif surgery for distal radius fracture with va-tcp plate and va locking screws. Bone union was achieved, and the patient underwent extraction surgery on (B)(6) 2023. Before turning the screw with a screwdriver, the surgeon confirmed that it was broken off under the screw head. (2 out of 4). The surgeon had doubts about the strength of the products. The surgery was completed successfully without any surgical delay. The patient outcome is stable. No further information is available. Concomitant device reported: unk - screwdrivers (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) va lockscr ø2.4 self-tap l16 tan. This is report 1 of 2 for complaint (B)(4).